Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates monitor: 9/18/2015, electrode belt: 8/18/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while wearing the lifevest. It was reported that the patient was unconscious and at home at the time of passing. The patient's friend and ems were present at the time of passing. Review of the download data revealed that prior to passing, the patient experienced a treatment event from the lifevest. From 4:53:03 to 8:26:57, the patient received 14 inappropriate shocks during asystole. The post-shock rhythm for the first treatment at 4:53:02 am was idioventricular rhythm at 30 bpm degrading to asystole. The post-shock rhythm for the second treatment, delivered at 4:55:13 am, was idioventricular rhythm at 15 bpm degrading to asystole. The post-shock rhythm from the third treatment, delivered at 4:56:57 am was idioventricular rhythm at 30 bpm. For treatments 4 through 14, the patient's rhythm remained asystole after each shock. Oversensing of low amplitude cardiac activity contributed to the false detections. The response buttons were not pressed during the event. There is no indication that the lifevest caused or contributed to the patient's death as the patient was in a non-treatable, non-life-sustaining rhythm prior to the treatments.